Manufacturer narrative:
Insulin pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime or seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was not able to clear the alarm. Customer stated that the numbers ramping or the scroll bar moving up or down with no input from the user. No harm requiring medical intervention was reported. The device will be returned for analysis.